Manufacturer narrative:
Product event summary the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure of a pacing lead, the lead exhibited noise on electrograms (egm) and low sensing. The lead was not implanted and the procedure was successfully completed using a replacement lead. No patient complications have been reported as a result of this event.